Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was 50 mg/dl. The customer treated low blood glucose level with food. The customer also reported that the belt clip railing was cracked. There was also a crack moving from the smooth surface of the clip railings moving towards bottom corner of the insulin pump. Troubleshooting was declined. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08700 inches. Device was received with the case cracked behind the device near the battery compartment and cracked battery tube threads. (B)(4).